Event description:
On (B)(6) 2011, the pt reported that he sometimes presses the buttons of the infusion device and they do no respond. The issue is intermittent and has been ongoing for 2 years. He does not recall if it is the up or down button. No physiological effects were reported. The pt did not require treatment from the health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.